Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. No medical records have been provided. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2011: the patient underwent surgery for implant of an unspecified bard/davol composix kugel patch. The patient is making a claim for an adverse patient outcome against the bard/davol composix kugel patch. The attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."

Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. No medical records have been provided. Information is limited at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information provided, there is no change to the initial determination, no conclusions can be made. Per medical records review, about 4 months post implant of composix kugel mesh, patient was diagnosed with fistula, infection, purulent discharge, seroma, inflammation and pain thereby underwent repair with mesh removal. The instructions-for-use supplied with the device lists fistula, seroma and inflammation as possible complications. Review of manufacturing records shows product was manufactured to specification. The warnings section of the IFU states, ¿if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require the removal of the device.¿ note, the manufacturing date (15-apr-2010) is considered to be a best estimate. Updated fields: a2, b2, b3 (date of event), b4, b5, b6, b7, d4, d.6b (date of explant), g1, g3, g6, h2, h4, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2011: the patient underwent surgery for implant of an unspecified bard/davol composix kugel patch. The patient is making a claim for an adverse patient outcome against the bard/ davol composix kugel patch. The attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per additional information provided: (B)(6) 2011 - patient was diagnosed with ventral incisional hernia in midline thereby underwent open repair with the implant of composix kugel mesh. Per operative notes, "the hernia sac was removed, a composix kugel mesh was placed and corners were tacked with sutures." (B)(6) 2011 - patient was diagnosed with infected ventral mesh with seroma and purulent discharge thereby underwent open repair with explant of composix kugel mesh. Per operative notes, "the fistula tract was incised and the mesh was seen in the base of the defect. The mesh was not attached, had mild fluid around it therefore the mesh was removed entirely and the midline defect was closed." Attorney alleges that the patient had infection, pain, seroma, constipation, nausea, dental problems and autoimmune disorder.